Manufacturer narrative:
Eval was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. The etch location was changed by a design revision in 2002. A recall was conducted, to remove all affected products from the market. Note - affected product was not distributed in the u.s., as u.s. Distribution did not begin until 4/05. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to fracture of the femoral stem at the neck portion.